Event description:
It was reported that a user experienced multiple low blood glucose readings down to 40 mg/dl over several days while using the ilet bionic pancreas, with the user attributing the events to incorrect meal announcements and noting they are on dialysis; the user performed a factory reset and reported no ongoing issues afterward. Symptoms included hypoglycemia. Outcomes included user education and troubleshooting with recommendations to follow clinical guidance and review meal announcement practices with a healthcare professional. Investigation included user interview and review of device use and settings. Investigation of this case revealed no ongoing device malfunction after reset, with user-related factors including incorrect meal announcements considered contributory. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.